Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after interrogating the pacemaker successfully, the screen offered two options. Revert settings or contact technical support. This had previously never been seen during interrogation. The issue was thought to be software related. A return to nominal setting was selected. There were no patient consequences.